Event description:
The customer report that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed 4 "autofill failure" alarms and "leak in iabp catheter" alarm in the fault log. The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).